Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that with use a bd plastipak¿ syringe was found leaking medication through the plunger. There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Investigation summary: 3 used samples of 50pf lot 1709209 have been received for investigation. Upon visual inspection of these 3 samples, leakage past the stopper can be observed. No damage or molding defect can be observed in them that could have caused leakage and the stopper is correctly assembled to the plunger. DHR of lot 1709209 is reviewed not finding any annotation or deviation regarding the alleged defect. Mechanical leak test is done to every syringe during assembly process in the assembly station. In case any fails, it is rejected automatically to scrap. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Since syringes are single use and the 3 samples received are used, leak test is not performed with these samples, since the functional characteristic could not be reliable. So, ten retained samples of lot 1709209 were evaluated. Upon visual inspection of these 10 retained samples, no damage or molding defect can be observed in them that could have caused leakage and the stopper is correctly assembled to the plunger. Leak testing was carried out with the 10 retained samples according to procedure pc-039 and iso 7886-1 annex d. The 10 samples meet iso 7886-1 annex d. They are disassembled not observing any damage in plunger rod or any of their components that could have caused leakage. Since no damage or molding defect has been observed in used samples received and retained samples evaluated meet iso7886 annex d, we conclude that the root cause of the problem was related to a manufacturing defect. Visual inspection: molding: 2 injections per shift. Printing: 6 samples per hour, after any intervention in the equipment and once at the beginning of the shift. Assembly: 6 samples per hour, after any intervention in the equipment and once at the beginning of the shift. Primary packaging: 1 advance-step (with product) per hour, after any intervention in the equipment, and once at the beginning of the shift. Secondary packaging: 1 box per pallet functional inspection: printing: once in the first pallet, once in the middle of the lot and once in last pallet of the lot. Assembly: once in the first pallet, once in the middle of the lot and once in last pallet of the lot. Primary packaging: once in the first pallet, once in the middle of the lot and once in last pallet of the lot. Investigation conclusion: since no damage or molding defect has been observed in used samples received and retained samples evaluated meet iso7886 annex d, we conclude that the root cause of the problem was related to a manufacturing defect.